Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection plastic of a 5f mynx control vascular closure device (vcd) was bent out of place when the customer opened it. The user did not attempt to use these on the patient. There was no reported patient injury. There was no damage observed to the packaging. There was no difficulty removing the device from the packaging. The device was not manipulated in any way prior to noticing the damage. The device will be returned for analysis. Addendum: preliminary review of the image received demonstrates that one of the sealant sleeves was bent outward, exposing the sealant.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection plastic of a 5f mynx control vascular closure device (vcd) was bent out of place when the customer opened it. The user did not attempt to use these on the patient. There was no reported patient injury. There was no damage observed to the packaging. There was no difficulty removing the device from the packaging. The device was not manipulated in any way prior to noticing the damage. A non-sterile ¿mynx control vcd, 5f¿ involved in the reported complaint was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that the button #1 and button #2 were not depressed. The procedural sheath was not returned for analysis; however, the syringe was connected to the device. The stopcock was set in the open position, and the balloon was not inflated. The sealant was moved toward the proximal direction. The outer sleeve assembly was kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured to be verified against the specification, and the result was found within specification. The slit length on the outer sleeve was not measured due to the severe outward kinked condition as received of the sealant sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, and it was observed that the outer sleeve presented a severe kinked condition, exposing the sealant due to the open slit of the inner sleeve. The sealant was out of its manufactured position, in the proximal direction. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the returned device as the outer sleeve assembly had a severe kinked/bent condition as received. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, as the issue was reported found after opening the device, prepping/handling factors are possible. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.